Manufacturer narrative:
(B)(4). The device is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or the device becomes available, a follow-up report will be submitted.

Event description:
The facility reported a colleague infusion pump with the reported condition that the manual tube release was not aligned and needed to be checked. It is unknown when or in which care area this event occurred. This condition has the potential to cause an interruption of delivery. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. The user interface module software version of this pump is currently unknown. No additional information is available.